Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 34-year-old female patient who had essure (batch no. 50674918,871973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure conformation test". The patient's medical history included graves' disease, thyroid mass, acid reflux (oesophageal), hiatal hernia, herpes simplex, low back pain, urinary incontinence, vaginitis, abdominal pain, vitamin deficiency, fatigue, breast mass, tenderness and anal chlamydia infection. Concomitant products included ibuprofen, norethisterone (nora be), omeprazole, oral contraceptive nos, oxycodone hydrochloride (roxicodone), paracetamol (tylenol), promethazine, sumatriptan and valaciclovir hydrochloride (valacyclovir hcl). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea") and diarrhoea ("gastrointestinalor digestive system condition type: diarrhea"), 6 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neurological condition/problems") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and laparoscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, intermenstrual bleeding, psychological trauma, bladder disorder, urinary tract disorder, fatigue, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, migraine and diarrhoea outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date: 2013. Patient received treatment for pain,bladder/urinary problems the implant on the right was placed with only about 1 or 2 coils visible at the tubal ostium. The implant on the left appeared to have about 6 coils visible diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2013: results- total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, pelvic pain, dyspareunia lot number: 50674918 manufacturing date: 2012-07 expiration date: 2015-07 lot number: 871973 manufacturing date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Removal was added. Concomitant drugs, reporter, surgery names and dates were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 34-year-old female patient who had essure (batch no. 50674918,871973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure conformation test". The patient's medical history included graves' disease, thyroid mass, acid reflux (oesophageal), hiatal hernia, herpes simplex, low back pain, urinary incontinence, vaginitis, abdominal pain, vitamin deficiency, fatigue, breast mass, tenderness and anal chlamydia infection. Concomitant products included norethisterone (nora be), omeprazole, oral contraceptive nos, promethazine, sumatriptan and valaciclovir hydrochloride (valacyclovir hcl). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea") and diarrhoea ("gastrointestinalor digestive system condition type: diarrhea"), 6 days after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neurological condition/problems") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, fatigue, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, migraine and diarrhoea outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date: 2013. Patient received treatment for pain,bladder/urinary problems the implant on the right was placed with only about 1 or 2 coils visible at the tubal ostium. The implant on the left appeared to have about 6 coils visible diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results- total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, pelvic pain, dyspareunia lot number: 50674918 manufacturing date: 2012-07 expiration date: 2015-07. Lot number: 871973 manufacturing date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6)-year-old female patient who had essure (batch no. 50674918,871973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure conformation test". The patient's medical history included graves' disease, thyroid mass, acid reflux (oesophageal), hiatal hernia, (B)(6), low back pain, urinary incontinence, vaginitis, abdominal pain, vitamin deficiency, fatigue, breast mass, tenderness and anal (B)(6) infection. Concomitant products included norethisterone (nora be), omeprazole, oral contraceptive nos, promethazine, sumatriptan and (B)(6). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), 6 days after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neurological condition/problems") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, fatigue, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, migraine and diarrhoea outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date: 2013. Patient received treatment for pain, bladder/urinary problems. The implant on the right was placed with only about 1 or 2 coils visible at the tubal ostium. The implant on the left appeared to have about 6 coils visible diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results- total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: pfs and mr received : events added-abnormal bleeding (vaginal), migraines, diarrhea. Aka name added, reporter added, lot number added, patient demographic added, essure insertion date updated , events onset date, concomitant drug, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.